Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240, which occurred on the homechoice (hc) during dwell. The home patient (hp) was in dwell when a supply bag fell and disconnected. The hp chose to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010. The pd nurse stated the hp notified her of this report and that she is continuing with therapy as usual. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.